Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) made a use error by reusing a single use product coincident with pd therapy on a homechoice (hc) device. The hp contacted a baxter technical service representative (tsr) to request technical assistance with the hc device during fill one of four. The tsr provided assistance and the issue was resolved over the phone. During trouble shooting the hp stated she had already unhooked one bag and hooked on a new bag while connected during use. The tsr advised the hp to start over with all new supplies and explained why this was necessary. The tsr assisted the hp to end the therapy session and start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.